Event description:
It was reported that the right ventricular lead exhibited high thresholds and while the patient sat up she experienced phrenic nerve stimulation in all configurations due to dislodgement. Both leads were explanted and replaced successfully. No additional information was available at this time.

Manufacturer narrative:
(B)(4).

Event description:
New information received stated that the patient experience chest pain, since the source of the pain was unclear, he had reasonable concern of a micro-perforation and decided to replace all of the leads - despite normal impedances, etc-. The patient was stable prior during and after the procedure.

Manufacturer narrative:
Should have been (B)(6) 2018 rather than blank.

Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.